Event description:
It was reported that this left ventricular (lv) lead was exhibiting loss of capture. This lv lead remains in service. Lv output was increased. No adverse patient effects were reported.